Event description:
Patient with a history of abnormal uterine bleeding and significant anemia to a level requiring transfusion, with an intracavitary myoma measuring 3 cm status post partial hysteroscopic myomectomy. Roughly 2/3 of fibroid removed given size of fibroid, equipment failure status post use of 3 resectoscope wires due to breakage during procedure, and poor visualization given highly vascular fibroid. Patient tolerated the procedure well and was discharged with prescription for ibuprofen, vicodin and docusate.